Event description:
It was reported to philips that the system's flexviewing computer was unable to boot up, preventing the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned as the user did not want the imaging part of the system and used only the patient support (geometry). The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the flexviewing pc was unable to boot up and found that the flexviewing pc for flexvision was not powered on while the main voltage was available. Review of the system log file showed that the connection to the flexvision pc was lost. The philips field service engineer (fse) inspected the system onsite and found that the flexviewing pc did not boot, and the leds (light emitting diode) were off. The fse replaced the flexviewing pc, restored back up and license. The defective flexviewing pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexviewing pc and identified that there was no power and the failed component was power supply. Following the replacement of the flexviewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.